Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Device code apply to the leads. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a non-malignant pain via a patient who was implanted with a neurostimulator for non-malignant pain. The patient was seen for post-operative programming and education. Both lead arrays recruited the left side with no right side. Mapping was attempted without success. The patient¿s healthcare professional (hcp) was notified and the patient was scheduled for a thoracic x-ray. An x-ray was taken and impedances were within normal limits. The patient wants a revision surgery to correct the issue. The issue was not resolved at the time of the report, but the patient was noted to be alive with no injury. No further complications were reported/are anticipated.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on (B)(6) 2017. The rep stated that apparently the patient¿s implantable neurostimulator (ins) site is infected and they would be explanted. Both the left and right lead recruit the left lb and leg. The patient has bilateral leg pain and no stimulation on the right side. They are awaiting a lead revision. Both leads are lying to the left. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.